Manufacturer narrative:
Follow-up information received on 18-dec-2015: attempts of follow-up were made with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (the device was removed approximately 7 year after its placement). The reported event is listed in the reference safety information for essure. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed or identified.in summary, a relationship between the reported medical events and a quality defect is excluded. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up information received on 04-may-2016: legal claim was received for this patient; this case is considered legal case from this date forward. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment this non-medically confirmed, spontaneous and legal case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (the device was removed approximately 7 year after its placement). The reported event is listed in the reference safety information for essure. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed or identified.in summary, a relationship between the reported medical events and a quality defect is excluded. Despite follow up attempts, no further information was obtained. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case mw5055934) in united states on 22-oct-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Additional information received on 12-nov-2015. The consumer received the following concomitant medication: albuterol inhaler (salbutamol), tramadol (tramadol), ibu (ibuprofen [ibuprofen]), naproxeno (naproxen), duloxetine (duloxetine), norco (vicodin), topamax (topiramate), zaleplon (zaleplon), ondansetron (ondansetron), b-complex (b-complex [vitamin b nos]), and trace minerals (zinc [zinc]). Consumer reported she had no health problems and after essure placement she experienced fibromyalgia, arthritis, asthma, vitiligo, obesity, depression, migraines, chronic fatigue, insomnia, pelvic pain, bladder spasms, back spasms and full hysterectomy (essure removal date provided as (B)(6) 2015). The reporter mentioned the following event outcome life threatening, hospitalization, disability and permanent damage, however she did not provide further details. Product technical complaint (ptc) investigation result received on 12-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (the device was removed approximately 7 year after its placement). The reported event is listed in the reference safety information for essure. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed or identified. In summary, a relationship between the reported medical events and a quality defect is excluded. Further information is being sought.